Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not returned. Eng eval completed on (B)(6) 2018 by mb. The root cause associated with CAPA (B)(4) resides in the misuse/ mistreatment of the adaptor plates or cannot be identified due to insubstantial evidence (reprocessing related complaints, (B)(4)). The CAPA team has determined, however, that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment. Design: a review of the tolerance stack-up performed in tm-2017-0417 was conducted. As part of this investigation, the tolerance stack-up between the truliant tibial trial adaptor plates and the corresponding truliant and logic tibial trays was revisited to confirm it had been adequately performed. The review was found to be accurate. There is no new information that has been found that would alter the results or methods of said analysis. In addition, attempts were made in the laboratory to replicate failure modes without success. The design functions as intended under worst case conditions. Manufacturing review of the device DHR concluded that all parts were made within specification. Use considerations. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. An investigation was conducted; the root cause associated with CAPA (B)(4) resides in the misuse/ mistreatment of the adaptor plates or cannot be identified due to insubstantial evidence. The CAPA team has determined, however, that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment.

Event description:
It was reported from the us that the surgeon inserted a size 4 tibial insert trial/tray adapter into a size 5f/4t tibial fit tray. He then inserted a hohmann retractor to remove the adapter plate. The hohmann tip made contact with the flexure on the adapter plate and the flexure disassociated from the main body of the plate. The sales representative was present at the surgery. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. Multiple emails have been sent. No additional information was provided by the reporter related to this event.